Event description:
The facility's clinical engineer reported an infusion pump with a 550 failure code. The hospital representative stated to baxter quality management they have no record of any patient incident involving the pump since the last baxter service event. Information was not available regarding patient status, medication involved, tubing product code, infusion rate or set up of the infusion device.